Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review, the device evaluation and the lms final investigation. Correction: d9. Additional information: h3, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. IFU warns on insufficient reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for suspect red bacteria plaque in the tube. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.